Event description:
Customer reported blood glucose results of lo, which on the advantage/voicemate system indicates a result less than 10 mg/dl, and "77-99" mg/dl within 10 minutes on the advantage/voicemate system. Also reported an advantage/voicemate system blood glucose result of 120 mg/dl and a lab value of 74 mg/dl within 10 minutes. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.